Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been having continuous issues with their pump and now have diabetes ketoacidosis. Their blood glucose is 232 mg/dl. She said that she was going high, she gave herself some insulin and that her pump alarmed no delivery. The customer was offered troubleshooting but she declined because she said that she did not feel safe and wanted a replacement. She was advised that the pump will be replaced but that if it occurs with the next pump, troubleshooting should occur so a pump issue could be ruled out. The insulin pump will be returned for analysis.